Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-611-4 was cracked and broke intraoperatively as it was being malletted. No additional information provided. Additional information requested. Additional information provided (B)(6) 2021: all fragments were removed and the case was completed by using a femur impactor.